Manufacturer narrative:
(B)(4) date sent: 7/9/2024 d4: batch # a9dc62 investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the mcs20 device was returned. Upon evaluation of the returned sample revealed that the rivet was missing from the shaft, allowing the jaws to slide out of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "1. What was the procedure type? 2. Have any attempts been made to locate the missing piece in the patient? 3. What is patients current status? 4. What vessel was being clipped? 5. What is meant by "decontamination of clamp"? Was the device used on multiple patients? 6. Where was the decontamination done? In the patient site or in another room? 7. Were there any unusual noises or feelings from the device during the procedure? 8. What firing did this occur on? 9. Please clarify the event further in as much detail as possible. 10. What led to the blood loss of 100 ml? 11. Did the device deliver a scissored or malformed clip which did not ligate the structure? 12. Did the device deliver a scissored or malformed clip which cut the structure? 13. Did the clip not feed into the jaws, resulting in the jaws cutting the structure upon firing? 14. Will the device be sent in for analysis? If it has already been sent, please provide tracking information." "1. How was the bleeding controlled? 2. Did the patient require a transfusion? 3. Please provide more details for "a screw was missing", which part of the device was dislodged? (Handle/shaft/jaws) 4. Were x-rays taken to locate the screw? 5. Did any piece detach/fall into the patient? If yes, was the piece retrieved? 6. What measures were taken to retrieve the broken piece? 7. If yes, is the piece returning or was it discarded? 8. Could you please clarify if there were any patient consequences? 9. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device released 2 clips for a single firing. A venous section resulting in 100 ml of blood loss. During decontamination it was discovered that a screw was missing. Unknown if remains in patient.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2024. Additional information was requested and the following was obtained: "no further information is available".